Manufacturer narrative:
(B)(4). Correction - the device was shipped from the hospital for return; however, it was not received at the manufacturing facility. The location of the device is unknown. It was initially reported that the device would be returned for analysis; however, subsequent information revealed the device was not received. A failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide misfired and a second proglide was attempted with the same result. The method used to achieve hemostasis was not provided. There was no adverse patient sequela. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.